Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty advancing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported bend was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined for the difficulty advancing the device into the patient anatomy. Factors that contribute to the reported difficulty advancing the device into the anatomy may include, but are not limited to, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. The reported bend was confirmed and was likely a symptom of the resistance encountered during advancement attempt into the patient anatomy. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1 correction: region state updated from (B)(6). E1 correction: phone number updated from (B)(6).

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using three prostyle devices relative to a percutaneous transluminal angioplasty procedure. Reportedly, the three prostyle devices were difficult to advance but were able to be advanced into the patient anatomy; however, the devices bent in subcutaneous tissue between the distal guide and the sheath due to the same force to advance the devices. The devices were removed and no needle deployment was done. The patient was in a lot of pain with the first prostyle device and was treated with medication. Manual compression was applied to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.